Event description:
It was reported that the patient lost weight and the pump was ¿sagging¿ and difficult to fill as the patient could not lay supine for refills. The patient also experienced pain. The pump was ¿too low¿ due to the weight loss. The cause of the pump issue was not due to inadequate placement at implant or pump movement in the pocket. It was unknown when the pocket issue began. The pump was interrogated and showed a low reservoir on (B)(6) 2015 and empty reservoir on (B)(6) 2015. The alarms were due to a missed refill. A pocket revision was performed on (B)(6) 2015 to re-secure the pump and move it up to a comfortable place. The doctor treated the patient with oral medications until the surgery could be planned. The positioning of the device was corrected and the pump was moved up. The device system had delivered morphine and clonidine. A new medication was placed in the drug reservoir of morphine 1mg/ml at 1mg/day and a bridge bolus was programmed. Following the procedure, the patient was fine and receiving therapy.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).